Event description:
The customer called for help in running a control test. She performed 2 tests and received a result of 155 mg/dl. The normal control range was 73-102 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. A new contour meter kit was sent to the customer.